Manufacturer narrative:
Pending evaluation.

Event description:
During a total knee arthroplasty when implanting the final prosthesis dr. (B)(6) noticed a fracture in the femur. He confirmed the fracture on x-ray.

Event description:
The fracture occurred while putting on the final femoral compinent, the implant itself.

Manufacturer narrative:
The clinical evaluation noted that upon review of IFU, fracture is a known complication associated with total joint replacement surgery. Patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the fracture during the implant procedure is most likely is related to the patient's underlying condition brand name: optetrak changed to truliant.